Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked. Customer's blood glucose level was approximately 140 mg/dl. Both a infusion set and cartridge change were performed resolving the issue.